Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was 124 mg/dl at the time of incident. Troubleshooting found that the display did not return after a new battery change. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The power management graph was within specification. No unexpected replace battery now alarms were noted during testing. No unexpected failed battery test alarms were noted during testing or in the format history file. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement and active current measurements. Unexpected pump error 63 alarmed during selftest due to a problem isolated to the keypad assembly. The pump was received with a scratched casing, minor scratches on the lcd window, a pillowing keypad overlay, a damaged keypad overlay texture, a faded serial number label and a peeling end cap address label.